Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following the installation of software using the universal serial bus the programmer generated an error upon its restart. The error indicated that the programmer's hard drive was failing. The user cycled the power to the programmer and the error cleared, however, the call-taker in technical services indicated that the programmer should be returned for service as the hard drive could fail at any time. The programmer has not yet been received into service for repair. There was no patient involvement.